Event description:
Event name: hypertension. Treatment included adaptation of antihypertensive therapy. Patient outcome: ongoing as of the follow-up one month later, and unresolved at the time of this report. Concomitant medications (taken at the time of the event) included: ass 100mg (on (B)(6) 2025), clexane (on (B)(6) 2025), heparin (on (B)(6) 2025), apixaban (start date on (B)(6) 2025 - ongoing). Furosemid (author deems this as furosemide), torem, amlodipin (author deems this as amlodipine), candesartan (no start or end date listed with these medications).

Manufacturer narrative:
Clinical code: 1908 - high blood pressure/ hypertension- hypertension detected on (B)(6) 2025. Impact code: 4613- minor injury/ illness / impairment- the event was considered moderately severe. Medical device problem: 3190- insufficient information- additional questions sent to the site. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: additional questions sent to the site. 3331- analysis of production records: a review of the manufacturing and quality control. Records for this batch confirmed that the product was manufactured to specification. 4117- device not accessible for testing: device remains implanted. Investigation finding: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Manufacturer narrative:
Clinical code: 1908 - high blood pressure/ hypertension- hypertension detected on (B)(6) 2025. Impact code: 4613- minor injury/ illness / impairment- the event was considered moderate severe. Medical device problem: 2993- adverse event without identified device or use problem- a full scan review has been completed and the performance of the thoraflex hybrid detailed. A scan review could not confirm the obvious cause of the hypertension. A full batch review was performed for tag0198, and no issues were identified during manufacturing process from raw materials to finished products. Site confirmed hypertension was neither related to the thoraflex device nor to the thoraflex/ frozen elephant trunk (fet) procedure. It was more likely that hypertension is related to another underlying health condition. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: it was confirmed by the site on 21 apr 25 that hypertension was neither related to the thoraflex device nor to the thoraflex/ fet procedure. It was more likely that hypertension is related to another underlying health condition. 3331- analysis of production records: a full batch review was performed for tag0198, and no issues were identified during manufacturing process from raw materials to finished products. 4117- device not accessible for testing: device remains implanted 4112- analysis of information provided by user/third party- a full scan review has been completed and the performance of the thoraflex hybrid detailed. A scan review could not confirm the obvious cause of the hypertension. 4110- trend analysis- a 4-year review was performed; occurrence rate was less than 0.001%. No trend requiring action at this time. Investigation finding: 213- no device problem found- the issue was more related to pre-existing/ underlying condition of the patient. Investigation conclusion: 4310 - cause traced to non-device related factors- the factors were related to pre-existing/ underlying condition of the patient 67- no problem detected- it was confirmed by the site on 21 apr 25 that hypertension was neither related to the thoraflex device nor to the thoraflex/ fet procedure.

Event description:
Event name: hypertension. Treatment included adaptation of antihypertensive therapy. Patient outcome: ongoing as of the follow-up one month later, and unresolved at the time of this report. Concomitant medications (taken at the time of the event) included: ass 100mg ((B)(6) 2025), clexane ((B)(6) 2025), heparin ((B)(6) 2025), apixaban (start date (B)(6) 2025 - ongoing). Furosemid (author deems this as furosemide), torem, amlodipin (author deems this as amlodipine), candesartan (no start or end date listed with these medications). This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00035 to provide event closure information for tag0198.